Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that the pump alarmed button error after it was splashed with water at the water park. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.